Event description:
Woman died the week of uae procedure. Death is reported by a friend. "The procedure was stopped mid way through as her breathing had become very difficult." Friend was told that embolic material migrated to the lungs. Two days later, she died.

Event description:
This report is to update the date of death which was not in the previous report. It is a request to open the investigation for the guidant issue, that I have been dealing with concerning the malfunction of the guidant device and this record will update you concerning the earlier investigation by FDA. Conducted and a letter was sent to (B)(6), after completing an investigation. The device was sent for analysis, and a new one was placed in, because my safety was jeopardized. The medtronic device now is a working functioning device according to dr (B)(6). The guidant's misfiring had effected my heart function. I would --- that the case be re evaluated.